Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2.1 row a and row b pockets were continuously failing and causing the drawer to malfunction. A field service engineer (fse) removed all pockets from the drawer and reseated the row board cable to restore proper connection. The fse removed the back panel and reseated the row board cable on the drawer controller board to ensure stable communication. The fse reseated the retractor band cable at both connections and restarted the station, after which the drawer operation was restored and tested in hardware test application successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 2.1 was failed constantly. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.